Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Label for single use has been corrected to indicate that the product is a single use product. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged the generation of two false positive sars cov-2 results using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas liat system. The results for influenza a and influenza b were negative. The same samples were sent out for retesting using an unknown pcr platform where both samples generated negative results for sars cov-2 targets as well as negative results for influenza a and influenza b targets. The positive cobas® sars-cov-2 test results generated on the cobas® liat system were reported to the physician and patients. The sample was collected with a nasopharyngeal swab using ruhof media. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. No harm was indicated. The investigation to assess the customer allegation is ongoing. A separate MDR (2 total) will be filed for each patient.

Manufacturer narrative:
Investigation is ongoing. Additional information about allegation and sample ID results has been requested but not provided. A follow up report will be filed with the outcome of the investigation. (B)(4).